Event description:
Information received that the brakes will hold but swivel. No injury reported.

Manufacturer narrative:
Technician found that the brakes will hold but will swivel. Replaced the brakes to resolve this issue. Stretcher located in basement repair shop.